Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the device shutting off and not turning on before sedation to a therapeutic cystoscopy procedure involving an olympus video system center. The procedure was completed with a procedural delay, and no patient harm was reported.